Manufacturer narrative:
Initial.

Event description:
It was reported that a patient received an ¿unable to proceed¿ message during the fill tubing step of a supply change, after which all supplies were removed, a dry run was successful, and a subsequent supply change with new supplies completed with resumed delivery. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy without interruption following successful troubleshooting. Investigation included guided troubleshooting and user education, including supply removal, a successful dry run, and replacement of supplies. Investigation of this case revealed that the issue was not reproducible after supply replacement and device function was verified through successful dry run and normal operation, consistent with a transient supply or setup issue during fill tubing without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup-related.